Event description:
The customer reported an audio malfunction error on the vs3 monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported an audio malfunction error on the vs3 monitor. No patient harm was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.